Manufacturer narrative:
Follow-up #1: electrode belt sn (B)(4) was returned for investigation. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to the distribution node pca. The power supplies on the pca were shorted to ground. The root cause for the shorted power supplies could not be positively identified. There is no indication that the device was defective at the time of the treatment. Per the attached flag files, there are no electrode belt communication faults on the day of the treatment. The damage to the electrode belt occurred sometime after the treatment event. There was no death or device malfunction associated with the inappropriate defibrillation. There is no indication of a serious injury. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient received an inappropriate treatment while at home. Multiple counting of tall t-waves contributed to the false detection. The patient was sleeping at the time of the event. The response buttons were not pressed. The patient did not seek any medical attention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no indication of a serious injury. Device evaluation of monitor (B)(4) and electrode belt (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll to report that a patient received an inappropriate treatment while at home. Multiple counting of tall t-waves contributed to the false detection. The patient was sleeping at the time of the event. The response buttons were not pressed. The patient did not seek any medical attention.